Event description:
A hosp nurse reported that a pt's stones could not be crushed with a disposable lithotriptor during an endoscopic retrograde cholangio pancreatography ("e.r.c.p.") Procedure. Nurse stated that the stone was released from the disposable lithotriptor, the instrument was removed from the endoscope and a reusable lithotriptor was used to complete the procedures. The nurse stated that there were no complications related to the occurrence.